Event description:
It was reported that the customer had high blood glucose levels of 162 mg/dl. The customer reported receiving multiple no delivery alarms from the insulin pump during bolus. The no delivery alarms from the insulin pump were resolved by a complete infusion set change. The customer also reported smelling insulin in the reservoir compartment of the insulin pump. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit function properly during prime/a33 test, prime/a33, the excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Pump did smell of insulin inside reservoir tube, however no moisture inside reservoir tube noted. Moisture damage was found on electronic and motor assembly.